Event description:
It was reported that the patient experienced a hyperglycemic event with a reported highest blood glucose value of 489 mg/dl after running out of insulin and not receiving insulin therapy for approximately five hours. The patient subsequently performed a supply change but remained hyperglycemic and presented to the emergency department for evaluation. Symptoms included headache and fatigue. Outcomes included required medical intervention, as the patient received intravenous fluids and insulin in the emergency department and was discharged the same day without inpatient admission. Investigation included communication with the patient and review of the information provided. Investigation of this case identified use error related to failure to maintain insulin supply and failure to revert to alternative therapy during interruption of insulin delivery, and no medical device malfunction or component failure was identified. It was concluded that the event was caused by therapy interruption associated with user handling rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.